Manufacturer narrative:
The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a velocity delivery microcatheter (velocity) and a stent retriever. During the procedure, after passing the stent retriever through the velocity three times, the velocity stretched and, subsequently; broke at the distal end. Therefore, the velocity and stent retriever were removed. The broken piece of velocity was found inside the stent retriever. The procedure was considered completed. There was no report of an adverse effect to the patient.